Event description:
Drager vent. Screen went blank and the ventilator started to make a loud high pitched noise. The staff turned the vent. Off. Pt bagged and respiratory status was maintained with o2 sats at 100%. The pt suffered no ill effects from this incident.